Event description:
The caregiver contacted baxter to report a leaking cassette during use. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the report of a leaking cassette. The cg said that she found 3 cassettes that leaked. The cg stated that the top part of the box seemed fine and the cassettes did not leak. The cg stated that there seem to be a hole on the patient line close to where the line goes into the cassette. The cg said she brought the home patient (hp) to the clinic on monday and his nurse gave him an antibiotic as a preventative.

Manufacturer narrative:
(B)(4). This complaint for a leak is not confirmed and the cause was not identified because the disposable set was not returned to baxter, the lot number showed no abnormalities or defects, and the patient did not describe any type of use error that might have caused the alarm. The assignable cause and confirmation of the complaint could not confirmed.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was known, a batch review will be performed. Should additional information become available a follow-up report will be filed.